Manufacturer narrative:
Additional information received on 2/23/2016 indicated that no additional occlusion alarms have been received. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was as high as 500 mg/dl and after insulin delivery was resumed, a correction bolus was delivered to address the high bg. At times, the pump was disconnected from the customer and an insulin injection was administered to lower the bg level. As the alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.